Event description:
It was reported that during surgery for a nail removal. Mallet broke while back slapping. It is unknown if there was a delay or how was the procedure concluded.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The head fractured off the device at the weld joint between it and the handle. Both pieces were returned. The device was manufactured in 2004 and exhibits signs of extensive wear/usage. The fracture was most likely caused by the initiation and subsequent propagation of fatigue cracking. Fatigue cracking can occur if the device is subjected to loads in excess of it material properties for an extended period of time. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.